Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: this report is for unknown - ao 3.5 cortical long neck screw/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article hirschmann, m., mayer, r., kentsch, a., and friederich. (2009) physeal sparing arthroscopic fixation of displaced tibial eminence fractures: a new surgical technique. Knee surg sports traumatol arthrosc, volume 17: 471-474. The purpose of this article is to introduce our new physeal sparing arthroscopic technique for refixation of tibial eminence fractures and assess the medium term results. This study occurred from january 1999 to december 2005 which included six patients, four (4) males and two (2) females who had a mean age of injury of 14 +/- 2 years. The medium age was 14 years old (range 10-16 years).the mean follow-up was 5 +/- 2 years (median 5 years, range 3-6 years). A copy of the literature article is attached to this medwatch. This is report 1 of 1 for (B)(4). This report is for an unknown - ao 3.5 cortical long neck screw and refers to one (1) unknown patient experience pain and two (1) unknown patients who had to undergo a removal of the tibial screw under local anaesthesia due to the disturbance during kneeling activities.